Manufacturer narrative:
H3: other code ¿ the medical device remains implanted and therefore no product evaluation has been performed. Imaging have been requested. A review of the product history records and patient imaging (if provided) is underway. The gore® cardioform septal occluder instructions for use list thrombosis or thromboembolic events resulting in clinical sequelae as potential device or procedure related adverse events. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a 30 mm gore® cardioform septal occluder was implanted on (B)(6) 2024 to treat a patient with patent foramen ovale. About one month after the implant, thrombus was discovered on the right disk of the device. Oral anticoagulant therapy started on (B)(6) 2024.

Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The imaging evaluation stated the following: after reviewing the image provided, a large mass was visualized on the right disc. It cannot be confirmed if the mass was on the disc. Without additional imaging, the source of the mass cannot be determined. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. H6: added type of investigation b15. Updated investigation findings code to c19 - no device problem found, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable. H6: replaced medical device problem code from a24 to a010102. Removed type of investigation b13 as it was inadvertently entered.